Manufacturer narrative:
Block h6: device problem code a04 captures the reportable event of material integrity problem.

Event description:
It was reported that, during a ureterorenoscopy procedure using a tria ureteral stent, the cosmetic of the stent at the bladder side was damaged, inside the patient. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.

Manufacturer narrative:
Block h6: device problem a0401 captures the reportable event of stent torn. Block h11: the returned tria ureteral stent was analyzed, and the evaluation found that the bladder coil close to the tip buckled. Additionally, the suture did not return. Based on the most available information of the complaint, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The reported "stent torn material" the as analyzed cause code will be no problem detected since the reported problem was not detected during the analysis. Regarding to the analysis performed to the returned device, evidence the bladder coil buckled. It is possible to concluded that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the failure, consistently leading to device being buckled. Consequently, affect the performance of the device. Based on the analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that, during a ureteroscopy procedure using a tria ureteral stent, the coil part has a cut, and has no detached piece in the patient. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.

Manufacturer narrative:
Block h6: device problem a0401 captures the reportable event of stent torn. Block h11: updated b5: describe event or problem. Updated block h6: device code.

Event description:
It was reported that, during a ureteroscopy procedure using a tria ureteral stent, the coil part has a cut, and has no detached piece in the patient. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.

Manufacturer narrative:
Block h6: device problem a0401 captures the reportable event of stent torn. Block h11: correction to block d7a (sud reprocessed and reused).

Event description:
It was reported that, during a ureteroscopy procedure using a tria ureteral stent, the coil part has a cut, and has no detached piece in the patient. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.